Event description:
It was reported that the old rv (right ventricular) pacing lead, which had been replaced years earlier due to apparent upgrade, and was later explanted during a system changeout, was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m52 implantable pacing lead, (B)(6) 1995. (B)(4).